Event description:
It was reported that a patient experienced an unspecified infection, stopped dialysis, and subsequently died due to the events coincident with automated peritoneal dialysis (pd) therapy. The event was further described as the patient was ¿full of infection, they did not know what kind of infection, they could not find a cure, and due to the event the patient decided to stop dialysis therapy¿. On an unreported date, two weeks prior to death, the patient was hospitalized for an unspecified infection. On an unreported date, the patient began an unspecified treatment for the infection. On an unreported date, dianeal therapy was discontinued and reportedly was not ongoing until the time of death. Subsequently the patient died. The cause of death was reported to be due to the ¿infection and went off dialysis¿. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.